Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the probe had contact marks which indicated that the probe and the grasping section came into contact. The grasping section had contact marks which indicated that the probe and the grasping section came into contact. The tissue pad was severely worn out. Investigation was carried out by connecting an aomori olympus usg-400, td-sb400 and the returned device. The probe check was conducted, and result indicated no abnormalities. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultrasonic output. [Inspection] appearance. Omsc requested the facility to provide the more information, however the facility did not provide and omsc could not obtain it. Based on the results of confirmation of the device, a likely mechanism causing the reported event might be the following: ultrasonic output was performed with a thick and hard tissue gripped by the tip of the grip. The probe and the tissue pad came into contact at the rear end of the device, causing the tissue pad to wear out severely and contact marks. The output was activated continuously in state of "no2" description. This might have applied a force to the probe, the error occurred. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a laparoscopic cholecystectomy procedure using the subject device, an error occurred at the time of output (error number unknown), and output became impossible. Details of the timing of occurrence (how long the error occurred, the setting value at the time of occurrence, etc.) Are unknown. In addition, uneven wear was confirmed on the tissue pad of the gripped part. The intended procedure was completed with another device. There was no patient injury reported.